Event description:
It was reported that during an arthroscopic surgery rust was visible on the jaw. The stuff said the rust was visible on the monitor. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged, ar-12350f, batch number 15122994, was received for investigation and the evaluation revealed that the tip shows slight signs of metal surface oxidation (see evaluation pictures 3 - 6). The most likely cause for the reported failure can be attributed to wear and tear due to the age of the device (manufacturing year 2023). Upon functional testing it was observed that the shear pin is broken (see evaluation pictures 1 + 7).